Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral breast ptosis, suspected right breast prosthesis rupture, generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation procedure with mentor memorygel breast implant 400cc gel breast prostheses when it was suspected that the right breast prosthesis had ruptured after implantation. In addition, the patient developed bilateral breast ptosis along with several unspecified symptoms and autoimmune issues. As a result, the patient underwent bilateral explantation and replacement with allergan gel breast prostheses on (B)(6) 2019. Post-explantation, it was discovered that the right breast prosthesis was intact. Mild gel bleed was observed on both explanted devices. This medwatch report is for the patient¿s right breast prosthesis.